Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with syncope. Upon review, the right ventricular lead exhibited noise oversensing that led to complete pacing inhibition. The physician explanted and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
A partial lead (connector portion) was returned for analysis in one piece measuring 14.0 cm. Visual examination found an external insulation abrasion due to friction with the device can at 8.1 cm to 8.4 cm from the connector pin. No conductor fractures or internal shorts were noted. No other anomalies were noted. The reported event of oversensing noise was confirmed due to the external insulation abrasion.